Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that a motor error alarm occurred during rewind. There were some motor error alarms in the alarm history. The customer¿s blood glucose level was unknown. The device will be returned for analysis.